Event description:
Male pt had right sided PICC placement on (B)(6) 2011. Cxr showed it was in the upper svc. Labs were being administered in grey lumen and drawn from red lumen, per facility protocol. Date unk at this time: a peripherally drawn prograf level came back at 15. Labs were drawn from the red lumen and came back 26. A second peripheral draw was done along with a draw from the white lumen. Peripheral draw was 12 and the white lumen was 47. PICC remains in pt but all prograf labs are now being drawn peripherally.

Manufacturer narrative:
The device has not been related to the MFR for eval, as the device remains in the pt. A lot history review (lhr) of revi0059 showed two other similar product complaint(s) from this lot number. (B)(4).